Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs and noted an error 32056. The fse replaced universal surgical manipulator (usm) 3 to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system had an error 32056 occurred on universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to perform a hard power cycle and move usm 3 when the system powered off, but the issue remained. The customer decided to use the other 3 usms to continue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using 3 usms. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) 3 involved with this complaint to perform failure analysis. The 32056 error was confirmed as having occurred in the field via the logs. The usm was found to have error 32056 when tested on an in-house system in normal mode. The usm also failed the automatic gain control (agc) current test. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.